Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Company representative reported a failure of an endotracheal tube. The device was in use between one to four days. The patient required reintubation. No patient harm reported.